Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed and fell off the jaws at the 3rd firing. The clip fell into the patient. As the fallen clip was retrieved from the patient with a forceps via a trocar, no clips were left inside the patient. There were no unexpected resistance in grasping the trigger and no unexpected noise. The device did not clamp something hard. There was no torquing or twisting of the device present. The same event occurred when the device was fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).